Manufacturer narrative:
Technician found the bed left intermediate siderail would not latch. Cleaned the latch to resolve this issue. Pm performed on this bed. Bed is working fine. Bed was in the bed shop.

Event description:
Staff reports that lh head siderail will not latch due to latch being broken. No pt injuries.